Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found that the fiber was received in one piece without defects. Microscope analysis found that the fiber tip was in good condition. The fiber connector was analyzed, it was found that light was not passing through, indicative of an internal connector fracture. This anomaly could lead to an insufficient aiming beam or low laser energy output and up to a complete inability for the fiber to fire. The initially reported event was confirmed, since the internal connector fracture could lead to an insufficient aiming beam or low laser energy output. A fracture within the connector could occur due to procedural handling of the fiber during setup or use. Also, the interaction between the console and the fracture connector could lead to an overheating of the fiber, that could cause the fiber separated from the connector. The functional test determined that the aim beam light was really dim. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The IFU mentions to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and to hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on the analysis performed, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a ureteroscopy procedure, there was a noise within the fiber. There were no patient complications, however, the information about the procedure outcome was not reported. Analysis of the returned device identified a connector fractured.